Manufacturer narrative:
The serial number of the analyzer is (B)(6). The investigation is ongoing.

Event description:
There is an allegation of questionable calcium gen.2 assay results for a patient sample tested on the cobas c 503 analytical unit. The initial result was 1.46 mmol/l. On 05-jun-2026, the repeat result was 2.4 mmol/l. The test was repeated as the doctor questioned the result, as it did not fit the patient's medical history. The repeat result was deemed correct.